Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects it states, "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." And "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2001. Subsequently, patient was revised (B)(6) 2014 due to osteolysis and instability. The head, cup and liner were removed and replaced with a cup and head